Event description:
Gastroscopy with esophageal dilatation. Balloon ruptured after inflated in the esophagus. Second balloon used and procedure successfully completed. Balloon was tested prior to procedure. Pt tolerated well.